Manufacturer narrative:
The proximal segment of the ekosonic msd was returned, but the distal end was not returned. It was reported that the customer accidentally threw away that piece; it did not remain in the patient. The device evaluation revealed the fracture was in the treatment zone, between the two distal transducers of group 3. Examination of the fractured zone showed complete epoxy encapsulation, complete epoxy curing, and no voids or bubbles. The core wire was bent in the fractured region indicated that it may have been kinked. The iddc also had a kink which corresponded to the same region as the fracture in the msd. There was no indication that the msd or iddc catheter were not built to specification. Review of the device history record indicated the product was manufactured according to specification and met all acceptance criteria prior to release. The IFU warns that if an infusion catheter or ultrasonic core becomes kinked or otherwise damaged during use, discontinue use and replace. User error was not confirmed, but could not be ruled out as a cause or contributing factor to the msd fracture.

Event description:
A 135cm/50cm ekosonic catheter was used to treat a patient with a peripheral artery occlusion on (B)(6) 2018. The physician successfully placed the iddc. While inserting the msd into the iddc, it was reported that the msd broke in half. The physician removed the iddc and remaining msd without issue. The physician reported there was a tight bifurcation to cross over, but had no difficulty placing the catheter. Another ekos device was placed successfully and patient received therapy.